Event description:
Customer received a reading of 117 mg/dl with the precision xtra. He dosed with an unspecified amount of insulin and lost consciousness. When customer awoke, his blood glucose reading was 18 mg/dl. Customer was transported to the hosp and treated to raise blood glucose levels. Customer was unable to recall the exact treatment. Testing was conducted on the fingers.